Event description:
It was reported that the device won't recognize 3mm syringe even after calibration. The event occurred during preventive maintenance testing. There was no patient involvement, and no harm/adverse event reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for repair with report of syringe plunger not in place error. Service history review identified this device has not been in for service previously. Visual evaluation of the device included damaged left plunger case and broken screw boss inside the plunger head, and visible contamination. Syringe plunger not in place error found in event history log several times. The primary problem was replicated, caused by left plunger case, broken screw boss and missing plunger head case screws. Replaced left /right plunger case and all the plastic parts inside the plunger head assembly to resolve the issue. Device passed all the functional test.